Event description:
The box was opened to find that a 110 mm asnis screw cut through the packaging and was no longer sterile. This screw was set aside and another screw was used for the procedure. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
The condition of the returned asnis ii guided screw package would suggest that this damage was due to mishandling during the distribution network of this device.